Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed repeated alert 28 indicating a battery thermistor range issue, consistent with an overheating-related hardware malfunction, and a replacement device was arranged with instructions provided for shutdown and return. Symptoms included no adverse effects to blood glucose. Outcomes included continued use of cgm with the dexcom app or receiver and replacement of the pump. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Failure investigation confirmed alert 28 was had occurred in the historical device logs, however alert 28 was unable to be replicated during the device evaluation. No fault was found with the device. As a precautionary measure the battery and mainboard were replaced on the device.